Event description:
Patient reports medtronic pacemaker leads caused reoccurring staph infection which the patient states he almost died from. The patient was given antibiotics, however the infection was still present in the leads. After the pacemaker and leads were replaced and externally placed on the heart, one of the leads cracked and needed to be replaced again. The patient reports inappropriate shocks to the chest from time to time and found that the lead had cracked once more. The damaged lead still remains in the patient.